Event description:
It was reported that due to patient at the ipg site patient was admitted to the emergency room (ER) in which surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section b5 corrected.

Event description:
It was reported that due to pain at the ipg site patient was admitted to the emergency room (ER) in which surgical intervention was undertaken wherein the system was explanted to address this issue.